Event description:
A physician reported a patient who was double skin tested on 03/17/97 and on 04/24/97 in the left forearm with negative results. She received her first treatment on 05/15/97 in the perioral area. On 05/17/97, the patient developed swelling with itching at the left forearm skin test site. The physician diagnosed a hypersensitivity, and on 06/17/97 prescribed claritin.

Manufacturer narrative:
On 27 april 1998, the physician reported that the pt was last seen on 02 july 1997. There were no symptoms noted on that date; the date of resolution was unk.